Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be sent when accessory product evaluation is complete.

Event description:
The MFR received the lead anchor device following explant in 2006. The hcp reported the titanium insert of the unit migrated and fractured resulting in lead migration and replacement. The device was returned to the MFR for analysis stating the titan anchor was found completely removed from the lead at spinal cord stimulator revision. The product report shows the sheath appeared detached starting left of the anchor.